Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the insulation of four hemopro devices came off of the jaws. The hospital will reportedly not be returning the products in question. The customer has not responded to multiple requests for info related to the event date, batch numbers, pt effects, or how the procedure was completed. Refer to MFR report #s 2242352-2012-00390, 2013-01383 and 01384 for the related reports.

Manufacturer narrative:
Since the device is not available to be returned to us, technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).